Event description:
It was reported that acu watchdog failure was experienced.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4) . A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the device is in good condition with no appearance of any physical damage. A review of the event history log (ehl) showed auxiliary control unit (acu) watchdog failure, primary audible alarm post. The acu watchdog failure alarm is a secondary alarm related to the primary audible alarm post. Tests performed for both reported issues are power up. During the functional testing was unable to duplicate the reported issue. The root cause was unable to be determined. Replaced speaker as a preventative measure and performed power up process, preventative maintenance, occlusion test and all functional tests which passed. A corrective and preventative action has been opened to address the reported issue.